Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: new pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook günther tulip filter. Occupation: non-healthcare professional. 510(k) - k172557. Appropriate term/code not available for pulmonary embolism. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2016, [pt] was implanted with a cook gunther tulip ivc filter. The cook filter placed in [pt] was stated to be appropriate for use as a permanent filter or a retrievable filter. On or about (B)(6) 2017, [pt] underwent a computerized tomography scan ("CT scan") of his abdomen. On or about (B)(6) 2017, [pt] was informed that the CT scan revealed that he had a bilateral pulmonary embolism involving the right upper and lower lobe pulmonary arteries extending to the mainstem pulmonary artery, left lower lobe pulmonary arteries. [Pt]'s injury was inherently undiscoverable or objectively verifiable such that, despite [pt] reasonable diligence, he was unable to discover his injury until on or about (B)(6) 2017. [Pt] faces numerous health risks. [Pt] will require ongoing medical care and monitoring for the rest of his life." Patient outcome: alleged "physical pain and suffering in the past and which, in reasonable probability, he will continue to suffer in the future. Physical impairment and incapacity in the past and which, in reasonable probability, he will continue to suffer in the future."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated: deep vein thrombus, tilt, physical pain/impair/disability, mental anguish/emotional distress/fear, suffering, loss of enjoyment of life. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported physical pain/impair/disability, mental anguish/emotional distress/fear, suffering, loss of enjoyment of life are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt and post implant bilateral pulmonary embolism. The patient further alleges physical pain, mental anguish, emotional distress, physical impairment, fear that the filter may fracture, migrate and perforate other organs and cause serious injury or death. Pain when sitting, standing walking, bowel movements, exertion and while bending or stooping down, dvt, suffering, loss of enjoyment of life, disability.